Event description:
A surgeon reported that a pt with an intraocular lens (iol) implant has symptoms of glare. The association between this event and the iol is not known. Additional info has been requested.

Event description:
Additional information provided by the reporting surgeon indicates that the pt's complaints of glare began about three months following cataract surgery and are ongoing. A lens exchange is not required at this time.